Event description:
On (B)(6), 2012, a reporter calling on behalf of the lay user contacted lifescan (lfs) alleging that her daughter's onetouch ping meter was reading inaccurately low compared to feelings. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that prior to the start of the product issue on approximately "(B)(6) 2011", the patient became "nauseated with fruity breath, abdominal pain and fatigue". The reporter stated that the alleged inaccuracy occurred on an unknown date in (B)(6), 2011. The reporter claimed that she obtained the alleged blood glucose reading of "120mg/dl to 170mg/dl" with the subject meter and compared the reading to feelings. The patient reported that she manages her diabetes with an insulin pump. The patient reported that she followed her usual diabetes management. The patient reported that she contacted her hcp and was advised to change her infusion site and increase her novalog insulin by 1 unit as treatment for the issue. During troubleshooting, the customer care advocate (cca) confirmed that the meter was set to the correct unit of measurement. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly received hcp medical treatment for complications of diabetes and the patient reportedly developed symptoms suggestive of a serious injury while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.